Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint #:(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the covid period, hospital staff at (B)(6) examined a variety of sets and came across several damaged instruments (7 total) in their pinnacle bantam set that require replacing: the pinnacle impactor adapter and shell trial were cross threaded and no longer usable (221750048 & 221701038). The 28mm liner impactor was gauged (221750006). The articuleze trial balls and neutral trial liners were also gauged and not usable due to wear and tear (253070000, 253069000, 221828044 & 221828046). All items were discarded. No patient or intra-op issues as this did not occur in the or. (B)(4). If any new information will be made available, the additional information will be submitted.